Event description:
Boston scientific received information that this right atrial (ra) lead got dislodged few months after implant. The physician did not revise the lead as the patient was in chronic atrial fibrillation at that time. Recently, this ra lead was surgically abandoned during the device change out. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.